Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. It was reported the surgeon did not irrigate and suction the excess floseal away. This scenario has likely contributed towards the expansion of floseal matrix. Excess floseal matrix, in the immediate post-operative period may have expanded and exerted pressure on the surrounding nerves and tissue of the spinal cord. Therefore, the event of lower limb pain post spine surgery is possibly associated with a user-related error regarding the use of floseal (not irrigating and suctioning out excess floseal). As per IFU excess floseal matrix should always be removed by gentle irrigation and suctioned out of the wound. Meticulous irrigation is required when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, the brain and/or cranial nerve. Floseal matrix swells by approximately 10-20% after product is applied and surgeons should consider its potential effect on the surrounding anatomic areas. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Manufacturer/compounder: baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a spinal surgery in which floseal was used for hemostasis. The physician reported they did not wash away the excess floseal which was not ¿incorporated into the clot¿. It was reported post-operatively, the patient developed lower limb pain. The patient was treated with an unspecified medication for the pain (no further details). On an unreported date, the patient was discharged from the hospital and was recovered from the event. It was reported the physician was retrained on proper floseal instructions. No additional information is available.